Manufacturer narrative:
William cook europe initially reported event under manufacturer report #3002808486-2018-01233. New information was received identifying that the product was a cook inc. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
[Pt] allegedly received an implant on (B)(6) 2011 via the right femoral vein due to deep vein thrombosis of the right leg associated with pulmonary embolism. [Pt] is alleging filter in place more than 90 days, too risky to attempt retrieval. It was reported patient expired on (B)(6) 2016 without further details.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip-filter in place more than 90 days, unable to retrieve, patient is deceased". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if reported patient death is related to the filter. Unknown if reported patient death is related to filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No other complaints found on lot number. Product is manufactured and inspected according to manufacturing instructions. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.